Event description:
It was reported that the catheter broke. No pt injury was reported to have occurred. No other info is available.

Manufacturer narrative:
Product implicated is a 4 french dual lumen catheter. Only the catheter was returned for eval. Overall catheter length measures 55cm. Lot history review was not possible since no lot number was indicated. It appears the catheter was trimmed to length (55cm) at a 90 degree angle. The distal tip is shiny with striations across the surface. Tactile inspection indicates no elongation of the tubing is present. The 23 gauge lumen was pressurized with a 6cc syringe and colored water by occluding the distal end of the tubing with a padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 40psi and the lumen could not be made to leak. The lumen flushes and aspirates normally. The 20 gauge lumen was occluded with dried blood and could not be tested for leaks. The complaints of breakage is unconfirmed, since there is no evidence to support a break and no add'l info is available from the customer. The occlusion of the 20 gauge lumen may have occurred after catheter removal.